Manufacturer narrative:
Outcomes attributed to adverse event, implant date : dates estimated. The UDI is unknown due to the part/lot number was not provided. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report patient death 20 days after mitraclip procedure. It was reported through a research article identifying the mitraclip device used in a patient with refractory heart failure and mitral regurgitation (mr) with grade 4. One or two clips were implanted. During hospitalization at 20 days, the patient died due to severe biventricular dysfunction end stage heart failure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record could not be performed as the part/lot information regarding the complaint device was not provided. Based on the information reviewed and due to the limited information available from the article, a cause for the reported heart failure resulting in death cannot be determined. However, heart failure and death are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.